Event description:
It was reported that during pre-discharge check, the right atrial lead exhibited loss of capture and intermittent loss of sensing. The patient came back to the clinic several times for follow-up, the lead values and the capture were stable. The lead remained implanted and the patient would be monitored at regular intervals.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.